Event description:
It was reported the pt experienced a shocking or jolting sensation "down the back of her right leg and inside of her leg" following a fall. It was stated the pt fell backward hitting her lower back and buttocks area about 1 month prior to report. It was stated the pt had experienced a partial return of symptoms since the fall, and reported feeling "the device floating in the pocket." It was also stated the pt was "very thin" and the "lead (could be seen) tenting the skin at the lead entrance site in to the sacral area." Impedance measurements were reportedly normal. The pt info and outcome were not reported. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).